Event description:
Provider states exposed cord to motor has frayed/loose wires. Allegedly the plastic came undone from cord and was sticking out from the bed. Allegedly the nurse was walking around the bed and a piece of the head section caught on the clothing , tore garment and scratched abdomen.

Manufacturer narrative:
(B)(4). Malfunction alleged. Per rn that bed has plastic top inside which looks like wood which came undone from cord; wiring frayed and is sticking out. Rn/caretaker for end user stated that allegedly while walking around bed a piece of head section caught on clothing, tore garment and scratched abdomen. No mention if medical intervention was sought.